Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported leaflet tear could not be confirmed. Leaflet tear is a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
It was reported that the aortic valve was explanted after an implant duration of approximately 7 years. Per the op report, the patient presented with aortic valve prosthesis malfunction status post aortic valve replacement. During explantation, there was a tear in one of the leaflets noted. The poles of the valve were attached to the aortic wall. Explantation was difficult because of the sinus of valsalva and the aortic root were small. There was some pannus formation. Debridement of the annulus was completed and another edwards bioprosthetic valve was implanted. Echocardiogram was done which showed the aortic valve in good position without any perivalvular leak. There gradient was 10-11 millimeters. No other details provided.